Event description:
It was reported that the ventilator alarmed during start up, and that there was no display showing. There was no patient harm. (B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
Our investigation of the returned dc/dc and standard connector printed circuit (pc) board has been completed. This board contains electronics which convert the incoming +12v unregulated to all the ventilators different voltages, and all standard connectors are located on this board. According to the received device log file, there has been a problem with the user interface communication and an on/off switch error. In the ocular inspection we found that pins were bent, the pins are responsible for the +12v supplied to the panel. After adjusting the bent pins on the contact, the board was tested in a reference ventilator without any alarms being generated. Our conclusion is that the cable to the monitor had not been mounted on the contact in the correct way. If this malfunction occurs during ventilation, it will not affect the ongoing ventilation. The root cause for why the cable to the monitor was not mounted on the contact in the correct way, has not been determined from this investigation.